Manufacturer narrative:
Visual inspection under magnification shows moderate electrode wear with scuff marks present on the spacer. There are scratch marks present on the cap and black shrink tube which are consistent with coming into contact with another metallic object. The connector block, suction barb and roller clamp have been distorted as they appear to have been exposed to extreme heat. In order to functionally test the device the outer damaged connector ring was removed. The wand was activated in saline solution at the default and max settings on the controller and performed as intended. The wands ablate and coag finger switches were then activated and performed as intended. At no time during functional testing the wand continued to activate while the foot control or finger switches were not pressed. The suction line performed as intended. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as there are several factors unrelated to the manufacture or design of the device which could have contributed to the reported event including: (1)there could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. (2)more than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation. (3)the super turbovac 90 ifs is manufactured with integrated finger switches; therefore, it is possible that the finger switch was inadvertently pressed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the probe remained active in the hip joint even though the button was not pressed. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.